Manufacturer narrative:
(B)(4). Additional information requested and received: how were you able to return the knife? --- knife reverse switch; how was device removed? --- the jaw was opened and removed from the patient under lap though the jaw was difficult to open at first; what was the reason for conversion to open? --- the deployed staples were malformed after the 1st firing. Then, the new cartridge was loaded into the device and fired but the deployed staples were malformed again. Therefore the procedure was convert to open to perform the additional suture by hand; how was the case completed? --- additional suture was performed by hand to complete the case; were any unexpected noises heard? --- no; what did the staple form look like? --- malformed;

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Batch # ni. Evaluation codes: method codes: ni; result codes: ni; conclusion code: ni. Additional information was requested and the following was obtained: the event description was revised as follows: it was reported by the sales rep that during a laparoscopic anterior resection, the knife stopped at about six tenth points from the proximal end at the 1st firing on the rectum. The device clamped an existing clip and it was fired. However, the doctor thought that the event occurred due to battery trouble and then, tried to continue the firing by changing batteries. Eventually, the doctor gave up completing the firing. Then, the device was released with the knife reverse switch. After that, the device loaded into another cartridge was fired the target tissue but the deployed staples were malformed. Then, the procedure was converted from a laparoscopic procedure to an open procedure and additional suture was performed by hand. The patient was stable as of (B)(6).

Event description:
It was reported that during a laparoscopic anterior resection, the knife stopped at about six tenth points from the proximal end at the first firing on the rectum. The procedure was converted from a laparoscopic procedure to an open procedure just in case.